Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a chemosafelock bag spike generated a leak during patient use. The reporter stated, ¿leakage." The event occurred after use. The sample is not contaminated with blood or body fluid. There was a reported impact of the event on the patient but not serious. There was no reported impact on medical institution worker. The affected sample is available to be sent for investigation. There was patient involvement but no patient harm.

Manufacturer narrative:
Additional information: b5: it was reported that a chemosafelock bag spike generated a leak during patient use. The reporter stated, ¿leakage." The event occurred after use. The sample is not contaminated with blood or body fluid. There was a reported impact of the event on the patient but not serious. There was no reported impact on medical institution worker. The affected sample is available to be sent for investigation. There was patient involvement but no patient harm. Additional information: notification recieved 09-oct-2024 and stated, based on the sample evaluation, we were not able to identify any irregular physical properties that suggest the possibility of manufacture-origin. Hence, we determined not to request any investigation. Any affected samples will not be returned to ICU. Investigation summary: the complaint of leaks on item kl-bs001u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
It was reported that a chemosafelock bag spike generated a leak during patient use. The reporter stated, ¿leakage." The event occurred after use. The sample is not contaminated with blood or body fluid. There was a reported impact of the event on the patient but not serious. There was no reported impact on medical institution worker. The affected sample is available to be sent for investigation. There was patient involvement but no patient harm. Additional information: notification recieved 09-oct-2024 and stated, based on the sample evaluation, we were not able to identify any irregular physical properties that suggest the possibility of manufacture-origin. Hence, we determined not to request any investigation. Any affected samples will not be returned to ICU.